Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of dizziness, a loss of consciousness, and seizure and was given "glucose injection/oral gel" as treatment by a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and visual inspection has been performed on printed circuit board assembly (pcba), observed the thermistor was partially removed from the pcba. The returned battery was measured and all results were within specifications. Therefore, this issue is confirmed to brownout reset. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information; d4 (serial number) & (UDI) have been updated based on product returned all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of dizziness, a loss of consciousness, and seizure and was given "glucose injection/oral gel" as treatment by a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.